Manufacturer narrative:
The technician isolated the issue to bent connector pins on the utv circuit board. He replaced the utv circuit board to repair the bed.

Event description:
Information received indicates the bed exit alarm doesn't work.